Manufacturer narrative:
B3: date of event is unknown. E1: (B)(6). One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. Primary problem was a defective pwa. This will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump shows error message, "system error''. There was patient involvement and no harm/adverse reported.